Manufacturer narrative:
Imaging review: the pre-implant echocardiogram was reviewed. There were flow reversals in the pulmonary artery consistent with severe pulmonary regurgitation. The peak velocity measured 1.8 meters per second (m/s) and the peak gradient measured 13 millimeters of mercury (mm hg). Mild tricuspid regurgitation (tr) was noted with a right ventricular systolic pressure (rvsp) estimated at 28 mmhg+ cvp. Right ventricular (rv) enlargement was identified with mildly reduced function. The post harmony implant discharge echocardiogram was reviewed. The harmony valve appeared to be securely positioned with no obvious movement, paravalvular leak (pvl), or central pulmonary regurgitation. There was normal flow across the harmony transcatheter pulmonary valve with a peak velocity of 2.2 m/s, a peak gradient of 20 mmhg, and a mean gradient of 10 mmhg. Mild tricuspid regurgitation was identified with an estimated rvsp of 22 mmhg+ cvp.¿no ectopy was noted in the imaging. In conclusion, the post implant echocardiogram revealed a well seated harmony valve with normal flow across the valve. No obvious arrythmia noted, however, an echocardiogram is not an evaluation of patient rhythm. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 b7 corrected data: annex b - b30 replaced b15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the physician, that the right ventricle (rv) contained a muscle-bundle that prevented the full expansion of rows 5 and 6 and hence a relationship between the implant depth and arrythmia could not be ruled out. No post implant balloon dilation (pid) was performed. Prior to the valve implant procedure, the patient was not taking anti-arrhythmic medications. The beta blocker was prescribed for the nsvt episode.

Manufacturer narrative:
Continuation of d10: product ID {{harmony dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}; implant date {{na}}; explant date {{na}} h6: the codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the bioprosthetic transcatheter pulmonary valve, there was an unexpected kinking in distal pulmonary artery (pa) which eliminated the implant in the pa-bifurcation as an option. The left coronary artery (lca) was close, so the intended placement of the valve segments 3 and 4 overlapping to the lca to was considered safe. The implant was started from the right pulmonary artery (rpa), a high position was achieved and with pulling back an optimal position was achieved in regard to the bifurcation and the lca. There was not a full expansion of the valve segments 5 and 6 due to the right ventricular outflow tract (rvot) and muscle interaction. However, there was free flow to the lpa and rpa with no gradient invasively. The lca had unchanged perfusion. Optimal position was determined. The day following the implant, non-sustained ventricular tachycardia was observed as obtained with a 24-hour holter monitor. The non-sustained ventricular tachycardia consisted of 2 episodes. One episode contained 3 consecutive beats and the second episode contained 4 consecutive beats. The patient was asymptomatic. As reported there was no medical intervention required to prevent permanent impairment or injury. The physician indicated the event was possibly related to the implant procedure and valve. Additionally it was noted that the patient¿s betablocker following the implant procedure was not yet at the intended final dosage. The event was reported as resolved.

Manufacturer narrative:
Conclusion: as the device remained in the patient at the time this investigation was completed, no return product analysis was performed. However, an image review was performed for this event. In summary, the image review concluded the post-implant echocardiogram revealed a well seated harmony device with normal flow across the valve. There was no obvious arrythmia noted, however, an echocardiogram is not an assessment of cardiac rhythm. Conduction disturbances, such as ventricular tachycardia, are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined from the information available. The harmony instructions for use lists arrhythmias as a potential risk associated with the treatment procedures. The IFU is developed from the product risk documentation as is the product labelled adverse events document. There is no identified inadequacy with the IFU in relation to this event. In the event, there was not a full expansion of the valve segments 5 and 6 due to the right ventricular outflow tract and muscle interaction. With the information provided and without a returned valve for analysis, a conclusive root cause for the under expansion could not be determined. A comprehensive review of the device history records for the device associated with this reported event was performed. There were no manufacturing issues or signals that may have been causative were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.